Manufacturer narrative:
Voluntary medwatch submission #: mw5066816. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cadd® administration set was in use with a patient when the associated pump indicated 15ml to be administered (tba) and that all doses were given, but it was observed that the bag had approximately 100ml tba. It was unclear what the impact on the patient was. See MFR: 3012307300-2017-00423.